Event description:
It was reported that 2 syringes 5ml ll w/ndl 21x1-1/2 rb experienced a broken needle. The following information was provided by the initial reporter: material no:309633, batch no:0224356. Customer e-mailed a photo of two broken needles.

Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. Two assembled 5ml syringes with needles were observed in the photos, as well as a portion of a blisterpack¿s top web depicting batch #0224356 (p/n 309633). The two needles attached to the two syringes had twisted hub condition, with one of these two needles completely twisted off remaining inside the shield. Potential root cause for the twisted hub defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 syringes 5ml ll w/ndl 21x1-1/2 rb experienced a broken needle. The following information was provided by the initial reporter: material no:309633, batch no:0224356. Customer e-mailed a photo of two broken needles.